Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 586 mg/dl. The customer mentions pump alarming no delivery. Customer was assisted with trouble shooting no delivery, the infusion set might be occluded. Customer changed entire set, customer was able to deliver a bolus on the phone and checked blood glucose levels was 518 mg/dl. The customer is returning set.